Event description:
An ecd dilation of a schatzki's ring was performed on (B)(6) 2024, on a 66-year-old patient. A 54 fr maloney dilator (esophageal bougie) was introduced for dilation and the diameter was progressively increased to 60 fr. Sore throat and hoarseness presented post-procedure. On (B)(6) 2024, patient visited primary care physician for inability to speak. Physician suspected that injury is due to ecd procedure and not a virus. Patient visited the ER on (B)(6) 2024, for difficulty breathing and loss of ability to speak. Laryngoscopy revealed inflamed vocal cords possibly due to an increase in reflux caused by the ecd procedure. Patient visited ent on (B)(6) 2024, and laryngoscopy confirmed inflamed vocal cords resulted from a combination of increased acid reflux due to the dilation, and intubation during the procedure. Loss of voice caused by an increase in acid reflux after ecd dilation, and intubation during the ecd procedure.

Event description:
Additional information received on 1/10/2025 for report mw5164475 to add catalog number.